Manufacturer narrative:
The clip was implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to worsening heart failure and mitral stenosis. (B)(6) expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with severe chronic, ischemic functional mitral regurgitation (mr). Three mitraclips were successfully implanted, reducing the mr to grade 1+ and 2. On (B)(6) 2022, the patient presented with dyspnea and a cough. The patient was admitted that day for congestive heart failure and medications had been provided. On (B)(6) 2022, a follow-up echocardiogram was performed. Mild mr along with severe mitral stenosis were noted. On (B)(6) 2022, the patient was hospitalized again for dyspnea, chest tightness and heart failure. Reportedly, the patient admits to not being compliant with heart failure medication. Pulmonary edema was noted on the x-ray. Medications had been provided and the event resolved. There was no device malfunction reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis, pulmonary edema (treatment with medication(s)), dyspnea (treatment with medication(s)), heart failure/congestive heart failure (treatment with medication(s)), and angina (treatment with medication(s)) could not be determined. The reported patient effects of mitral stenosis, dyspnea, edema, heart failure, and angina, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous reports, the additional information was received: on 06/12/2023, the patient presented with chronic leg edema, and volume overload with worsening congestive heart failure was diagnosed. Medications were provided as treatment.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported swelling/ edema could not be determined. The reported patient effect of edema is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypertension could not be determined. The reported patient effect of hypertension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2022, during echo evaluation for mitral stenosis, severe pulmonary hypertension was diagnosed. There was no treatment and no hospitalization required for this event.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported surgical intervention was a result of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2023, a mitral valve replacement was performed as treatment. There remains no device malfunction. The event resolved.